Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that there was a patient death. He was told to investigate for silencing of spo2 alarms, and the occurrence date was on (B)(6) 2023 between 14:00-15:17. They do not believe there is equipment malfunction. The monitor is alarming fine, and everything seems to be working normally. They are not alleging malfunction and are looking more towards human error. They want to see if alarms were silenced and how long was it alarming for and if there were repeated acknowledgements of the alarms (if the alarms were repeatedly silenced). Logs are being reviewed to confirm this. Investigation conclusion: device logs were analyzed by nihon kohden corporation: around 14:30, the logs were checked for the "alarms silenced" operation. In addition, around 14:40 and 14:50, they were able to confirm the log that the "alarms silenced" operation was performed. There was no indication of the central nurse's station (cns) malfunctioning. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 02/01/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide all the patient information as requested. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6501a . Sn: (B)(6) . Device manufacturer date: 11/24/2011. Unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that there was a patient death. He was told to investigate for silencing of spo2 alarms, and the occurrence date was on (B)(6) 2023 between 14:00-15:17. They do not believe there is equipment malfunction. The monitor is alarming fine, and everything seems to be working normally. They are not alleging malfunction and are looking more towards human error. They want to see if alarms were silenced and how long was it alarming for and if there were repeated acknowledgements of the alarms (if the alarms were repeatedly silenced). Logs are being reviewed to confirm this.

Manufacturer narrative:
The biomedical engineer (bme) reported that there was a patient death. He was told to investigate for silencing of spo2 alarms, and the occurrence date was on (B)(6) 2023 between 14:00-15:17. They do not believe there is equipment malfunction. The monitor is alarming fine, and everything seems to be working normally. They are not alleging malfunction and are looking more towards human error. They want to see if alarms were silenced and how long was it alarming for and if there were repeated acknowledgements of the alarms (if the alarms were repeatedly silenced). Logs are being reviewed to confirm this. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. On 02/01/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide all the patient information as requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the cns. Bedside monitor model: bsm-6501a, sn: (B)(4), device manufacturer date: 11/24/2011, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that there was a patient death. He was told to investigate for silencing of spo2 alarms, and the occurrence date was on (B)(6) 2023 between 14:00-15:17. They do not believe there is equipment malfunction. The monitor is alarming fine, and everything seems to be working normally. They are not alleging malfunction and are looking more towards human error. They want to see if alarms were silenced and how long was it alarming for and if there were repeated acknowledgements of the alarms (if the alarms were repeatedly silenced). Logs are being reviewed to confirm this.